Event description:
Per the clinic, the patient experienced non auditory facial nerve stimulation. The results of an integrity test (date not reported) indicated normal device function. Patient was explanted 2009, and the patient was reimplanted with a new device during the same surgery.